Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The fully calcified lesion located in the mid right coronary artery (rca) was a good caliber vessel with severe tortuosity. The 3.50x32mm promus element¿ plus was unable to cross the lesion and the stent strut was damaged. The procedure was completed with a different device. Patient was stable.